Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in a ureteroscopy with stone extraction procedure. The patient was reported to be over 18 years of age. (Patient identifier, date of birth, age at time of event, sex, and weight are unknown) according to the complainant, a stone cone nitinol retrieval coil was used through a rigid scope and a laser was used to fragment the stone with the cone device positioned behind it. The laser was removed and the stone cone nitinol retrieval coil was pulled down to "trawl". At this point it was noticed that the stone cone nitinol retrieval coil tip had snapped off. The tip and shaft were retrieved successfully. The procedure was completed with another stone cone nitinol retrieval coil. There were no reported patient complications and the patient is stable. Attempts to obtain additional information regarding the event were unsuccessful.

Manufacturer narrative:
Method - other is a DHR review was performed by accellent. No issues were identified which might have caused or contributed to this complaint. Result: other is stone cone nitinol urological retrieval coil conclusion: other is the use of the device in combination with a laser contributed to this event. Analysis of the returned stone cone nitinol urological retrieval coil revealed the distal tip of the device was detached. The use of the device in combination with a laser contributed to this event. The dfu warns: "to minimize risk of device breakage or patient injury, do not fire laser directly on any part of the stone cone coil." Therefore, the assigned most probable root cause for this complaint event is caused by other. A complaint with a root cause classification of caused by other denotes the investigation indicates another device/drug/subsequent procedure caused the complaint event.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was used in a ureteroscopy with stone extraction procedure. The patient was reported to be over (B)(6). (Patient identifier, date of birth, age at time of event, sex, and weight are unknown). According to the complainant, a stone cone nitinol retrieval coil was used through a rigid scope and a laser was used to fragment the stone with the cone device positioned behind it. The laser was removed and the stone cone nitinol retrieval coil was pulled down to trawl. At this point it was noticed that the stone cone nitinol retrieval coil tip had snapped off. The tip and shaft were retrieved successfully. The procedure was completed with another stone cone nitinol retrieval coil. There were no reported patient complications and the patient is stable. Attempts to obtain additional information regarding the event were unsuccessful.